Event description:
The customer reported the touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
G5:510(k)#: k102985. B4:02sep2021. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and the issue was confirmed. The rse supplied the service manual to the customer on how to calibrate the touchscreen and calibration was reported to be successful.